Event description:
It was reported that after the surgeon inserted the cc4204a collamer single piece lens with aspheric, a bullseye pattern was noted on the lens. The lens was removed and replaced with another same model lens without any patient injury.

Manufacturer narrative:
Method - device history review. Results - visual inspection of the returned lens showed the optic and haptic were torn and there was a clear surgical residue on the lens. No bulls eye pattern was found on lens. After going through the device history record, it has been determined that there is no evident cause for this complaint. Probable causes would include lathe marks caused by imperfect lathing tools and/or inadequate tumbling. Based on the probable causes stated above and the investigation conducted, the most likely root cause for the presence of a bulls-eye on the lens is a less than satisfactory lathing process. Conclusion 67(unable to confirm): based on the complaint history, work order search, product evaluation and device history review, we were unable to determine a specific root cause of the event. Claim# 424922

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4). Evaluation: method - lens work order search. Results - a parent/child lens work order search was performed and there were no similar complaints found. Claim # (B)(4).